Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+1.5/080 (sphere/cylinder/axis), from the patients left eye (os) due to the big size of the lens. The lens was replaced with a smaller size lens. There was no patient injury. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional data: h6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+1.5/080 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a smaller size lens and the problem was resolved. The cause of the event was due to the device. Claim # (B)(4).